Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the following: the tip housing was out of round and there were puncture holes and tears noted in the tip insulation. It appeared that the tip was grabbed by some type of tool, during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown reason, which is life threatening and requires hospitalization. Additional information indicated that this rv lead was implanted subcutaneously, as the implantable cardioverter defibrillator (ICD) was located in the patient's abdomen. Defibrillation threshold (dft) tests were reportedly high and the distal tip of the rv lead was apparently very close to eroding through the skin, which is considered a precursor to infection. Shocking coils were then implanted anterior and posterior, in the pericardial space, and dft tests were successful. No additional adverse patient effects were reported.